Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues programming their insulin pump. Customer's blood glucose level was reported at 40 mg/dl. The customer manually treated the low blood glucose and was assisted on how to clear alarms and how to program insulin pump as desired. No further information was provided.